Event description:
At about 1 month from the primary, revision surgery was performed due to insert-glenosphere dislocation occurring during control rx. The revision surgery was completed successfully by switching the insert to 155° configuration.

Manufacturer narrative:
Batch review performed on 03-aug-2022: lot 2114974a: (B)(4) items manufactured and released on 28-dec-2021. Expiration date: 2026-11-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review. Lot 2114974: (B)(4) items manufactured and released on 01-dec-2021. Expiration date: 2026-11-15. Clinical evaluation performed by medical affairs department: revision 1 month after the primary rsa due to dislocation between the glenosphere and the humeral implant. Dislocation detected during the follow up radiography. The radiographic images show the post index surgery and the dislocated joint. The revision surgery was completed successfully by switching the insert to 155° configuration. Shoulder dislocation may be due to component positioning or insufficient soft tissue tensioning; there is no reason to suspect faulty device to have caused this adverse event. Other device involved: batch review performed on 03-aug-2022: reverse shoulder system 04.01.0169 glenosphere 36xø24.5 (k170452) lot 2117358: (B)(4) items manufactured and released on 29-mar-2022. Expiration date: 2027-03-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review.

Manufacturer narrative:
Visual inspection performed by r&d project manager. The reverse liner does not present any sign of damage. Given the information at hand it is not possible to determine the root cause of the event. No action is suggested.